Event description:
Surgeon contacted depuy via the website stating that approx 5 years ago during surgery a trial head lost in the abdomen of a pt. The trial was later removed by a general surgeon.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A design review is also not possible, as the product code is not known. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.